Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was hospitalized. The customer alleged that the "the pump was not working" and "was not alerting" them to "high blood sugars"; however, alleged root cause could not be confirmed as customer did not reply to multiple attempts by tandem technical support to obtain additional information. A blood glucose level was not provided.